Event description:
I had the essure procedure done then about two years ago I began to loose my hair, I began to be very fatigued all the time I even tried energy supplements and nothing worked. I am not in chronic pain when I walk, my legs and feet swell all the time. I am beginning to get rashes all over my body consistent with the nickel allergy. I can't have sex because it hurts too bad. I am constantly nauseous so much to the point I went to have a blood test done because I thought I was pregnant. My doctor never did a allergy test on me. I have this horrible feeling that my ovaries are swollen some how because it hurts really bad in that area. I dont have medical coverage so it's hard for me to see a doctor. I'm at a loss because I don't know what to do but one thing I do know is I have become very depressed and this is not the usual me and I see now that I have the same similar symptoms as a lot of other women who have had this procedure done and they are loosing their entire uterus and having to have hystos and remove all there female organs and I'm terrified to death. Please help I don't know what to do.